Event description:
The customer alleged questionable results for 3 patient samples with the creatinine plus (crea) test. For the 1st patient, the initial crea was 477.3 umol/l; the repeat was 39.7 umol/l. For the 2nd patient, a (B)(6) male, the initial crea was 546.2 umol/l; the repeat was 71.2 umol/l. For the 3rd patient, a (B)(6) female, the initial crea was 397.9 umol/l; the repeat was 284.1 umol/l. The initial results were considered incorrect and were released outside the laboratory. Repeat testing was performed on another p module. It is unknown if there were any adverse events. The reagent lot numbers for the 1st patient's initial test were: r1 reagent - 664486 and r3 reagent - 664486. The expiration dates were not provided. Lot numbers for the repeat test were not provided. The reagent lot numbers for the 2nd patient's initial test were: r1 reagent - 666689 and r3 reagent - 661943. The reagent lot numbers for the 2nd patient's repeat test were: r1 reagent - 664486 and r3 reagent - 664486. The expiration dates were not provided. Lot numbers and expiration dates were not provided for the 3rd patient's results. The customer ran a precision check which included some outliers. The investigation noted that, based on general qc recovery and between day precision data, the system works fine. It also noted a general maintenance issue can be excluded, and a reagent carryover issue can be excluded. The investigation also concluded the only plausible explanation for the event was contamination of the sample probe and/or interference of preanalytical debris.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the netherlands. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Further investigation determined the customer is not performing system maintenance according to the manufacturer's instructions. The customer is not cleaning the sample probe and the paddle/stirrer on a daily basis.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.